Event description:
The following is based off a review of the pt medical records provided to davol by the pt's atty: on (B)(6) 2001 - pt underwent a sacrocolpopexy with implant of bard/davol "mesh sling", a bilateral salpingo-oophorectomy, burch bladder neck suspension and a rectocele repair. On (B)(6) 2003 - pt was diagnosed with cystocele and underwent anterior repair of cystocele primarily with sutures and suprapubic catheter placement. No visualization of the davol flat mesh was noted in the operative details. Atty alleges unspecified adverse pt outcome associated with the use of the device.

Manufacturer narrative:
Currently, it is unk whether the device may have caused or contributed to the reported event. The pt's atty did not allege a specific device failure or pt injury. A mfg review was performed and found no evidence of a mfg related cause for the alleged event. If add'l event and/or eval info is obtained, a f/u MDR will be submitted.